Manufacturer narrative:
Clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event of peritonitis. The etiology of the event is unknown. Therefore based on the information available, causality cannot be determined. However, what is known is patients undergoing peritoneal dialysis therapy are considered at high risk for peritoneum infections. Additionally, there is no documentation or indication the liberty select cycler and/or liberty cycler set caused or contributed to the adverse event. Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse reported that the patient¿s peritoneal effluent fluid cultures (collection/result dates unknown) were negative for bacterial growth; however the cell counts revealed an elevated white blood cell (>3000) count. The patient was reportedly treated with vancomycin and gentamycin; however the dosages, duration, route and frequency is unknown. The pdrn reported the cause of the event(s) is unknown, and no additional information is available due to patient transitioning to outpatient hd.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.